Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. Upon interrogation of the device, non-sustained oversensing episodes were observed due to possible myopotential oversensing. Programming changes and further testing were recommended. The patient was stable.